Event description:
During patient treatment with the 3100a, operators reported its oscillator stopped without any audible alarms but no loss of pressure. Operators were able to restart the oscillator without any compromise to the pt.